Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs were provided for review. The reported issue of inability to deliver a shock using paddles was observed in the device data and attributed to a recoverable intermitent connection involving the paddles or paddle assembly. The customer was advised to return the device for further evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a catheterization of a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.